Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech dealer advised enduser stated was driving and chair shut off with no wrenches flashing on the joystick.